Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pre-test, the sterile water could not be injected and water leaked from the connection of the foley catheter.

Event description:
It was reported that during a pre-test, the sterile water could not be injected and water leaked from the connection of the foley catheter.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows zoom in on end of catheter with deflated balloon. Fourth photo shows the inflation valve cap. The fifth photo sample shows outer tray packaging. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter with syringe. Visual inspection of the sample noted no physical observations were observed. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and slight resistance felt during filling, no other issues observed. With the return syringe attach the balloon catheter was able to passively deflate 10ml using return syringe within 5 minutes. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and slight resistance felt during filling, no other issues observed. With the (in-house) syringe attach the balloon catheter was able to passively deflate 10ml using the (in-house) syringe within 5 minutes. No root cause could be found because the reported event was unconfirmed. A DHR was not required since the reported failure was unconfirmed. As the reported event was unconfirmed a labeling review was not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.